Manufacturer narrative:
The returned device was operating in backup vvi mode post explant due to low battery voltage and exposure to cold temperatures. Analysis performed indicated that battery voltage was at eri level with normal battery current. The eri trip that occurred in october was a false eri that occurs because of a transient low battery voltage. This is most often due to temporary higher current drains that normally occur as a result of autocapture being in high output mode. In autocapture, the device output will adjust itself to accommodate the patient¿s needs for pacing, affecting the remaining longevity of the device. There was evidence from the device image that the autocapture feature was turned on and operated in high output mode at times. The implant duration was 6.25 years, which exceeded the device's 3.65 year projected longevity, and is considered normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, upon interrogation the device was at eri and premature battery depletion was suspected. The device was explanted and replaced. The patient was in stable condition following the procedure.